Manufacturer narrative:
Product ID: 3389s-40, lot# va0e7xh, implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: va0e7xh, ubd: (B)(6) 2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the patient has young onset parkinson's disease and had r dtn dbs with improvement in parkinson's disease symptoms but later developed complex regional pain syndrome (crps) in her left hand an left hand dystonia which is not responding to the dbs and trials of botox, and other medical prescriptions. She is in for removal of the existing right stn dbs and insertion of a new right gpi dbs lead and connection to the existing generator for the left hand dystonia and parkinson's disease signs. No environmental/external/patient factors to cause or contribute to the issue are known. Diagnostics/troubleshooting steps taken include reprogramming. Interventions/actions include both physicians decided best action was to remove stn lead with gpi places lead. The issue is reported to be resolved. The removed lead will not be returned as it was discarded. No further complications were reported or anticipated with this event.